Event description:
It was reported that the tdxsp-cg power wheel chair shut down and began flashing an error code (right motor fault). End user was stranded a half mile away from home on the side walk for an hour and a half in the sun. End user was able to get assistance home.